Event description:
This device was implanted on (B)(6) 2010. Patient placed a call to medical records on (B)(6) 2012 and stated that dr. (B)(6) left some wires loose which caused his new defibrillator to give inappropriate shocks. Dr. (B)(6) is part of (B)(6) associates. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).